Manufacturer narrative:
Describe event or problem updated.

Event description:
It was reported that during a surgery, the screw head broke inside the patient. The fixation was completed with a second tibial interference screw 10x30mm. No serious injury was reported. A drill smith & nephew was used to prepare the insertion sites, instruments 3-9mm for tibial screw 10mm tibial 8mm dilated to 9 for filling femoral tunnel were used, 4 diameter 8mm femoral, 9mm tibial graff size and femoral 8mm tibial 9mm tunnel size. All the pieces were removed. The backup device was used in the same tunnels.

Manufacturer narrative:
One (B)(4) biosure regenesorb 10 x 30mm screw reported on. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1. Getting entangled up with other instruments or devices. 2. Stripping or over-torque. 3. Use of other than recommended prep instrument size or types. 4. Damaged prep instruments. 5. Unexpected bone density/condition. Final product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a surgery, the screw head broke inside the patient. The fixation was completed with a second tibial interference screw 10x30mm. No serious injury was reported.